Manufacturer narrative:
(B)(4). Investigation result: one flexiva 200 tractip laser fiber was returned broken with only one piece returned. The piece measured approximately 142.7 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on november 8, 2019 that a flexiva 200 tractip laser fiber was used in a uretroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the fiber broke into three pieces. It happened outside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken with evidence of misfire.